Manufacturer narrative:
The returned device was evaluate and user request was confirmed. The yellow discoloration in the image was discovered due to a faulty charge coupled device (ccd). Moreover, additional damages of deterioration of external components were found from reprocessing. The device history records for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. The instructions for use (IFU) states that "when exchanging endoscopes or camera heads, always reset the white balance. Failure to do so may result in inaccurate color reproduction". The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device.

Event description:
This supplemental report is being submitted for legal manufacturer's final investigation results.

Event description:
The customer reported to olympus that the images were coming out with a yellowish color while using the camera head. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned for evaluation and the results are pending completion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.